Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the proximal contact was noted to be kinked. No other anomalies were noted. A functional test was not performed as the defect was visually confirmed. Based on device analysis, the reported event of main coil broken or fractured inside patient, was not apparent but the main coil was detached from the pusher wire at the detachment zone which could have been perceived as being broken or fractured. It is probable that the proximal contact was kinked as a result of handling of the device during the clinical procedure. Therefore, the reported event could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the coil embolization procedure, resistance was encountered when advancing the coil through the microcatheter and the subject coil was broken. All part of the coil was removed from the patient¿s anatomy. Another coil was used to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the coil embolization procedure, resistance was encountered when advancing the coil through the microcatheter and the subject coil was broken. All part of the coil was removed from the patient¿s anatomy. Another coil was used to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.